Event description:
It was reported that when the user tried stopping her powered wheelchair, it would not stop driving. She bumped her shoulder that was replace recently and bruised and scraped her hand and wrist. The user did not require medical intervention. No additional information is available.